Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an alert that sensing was not fully optimized, and a reference subcutaneous electrocardiogram (s-ECG) was not acquired. Technical services (ts) recommended bringing this patient in for device evaluation and performing a 60/60 magnet reset. Additionally, ts observed unusual and repetitive device resets with a power supply error condition, based upon the firmware log. Ts recommended emergent replacement as they were concerned that therapy could become effected. Ultimately, this patient was admitted to the hospital in which this s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.